Manufacturer narrative:
The device was received, and an evaluation is complete. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a delayed keypad response. Service evaluation verified the delayed keypad response. The cause was identified to be a failed processor printed circuit board. The processor printed circuit board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a spectrum pump, the device had a delayed keypad response. There was no patient involvement. No additional information is available.